Event description:
Caller reported aviva system blood glucose results, all mg/dl: 282 at 5:40am hi, which on the system indicates a result in excess of 600 mg/dl, at 5:45am 73 at 5:46am 493 at 5:47am 81 at 5:48am 227 at 5:50am 451 at 5:51am 116 at 5:54am 113 at 5:57am no adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.